Event description:
The complaint is reported as: doctor was inserting needle into radial artery. Tried to advance wire guide but met resistance. Pulled wire guide back but when released would reinsert on it's own. Decision made to pull everything out. When this was done, discovered that spring wire unraveled. Doctor able to pull out unraveled part and successfully get rest of spring wire out of patient. The equipment (arterial line) failure resulted in a second pass for insertion. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one catheterization device and lidstock for evaluation. Signs of use in the form of biological material were present on the device. Visual inspection of the sample revealed the core wire of the spring wire guide (swg) was separated approximately 14 mm from the distal weld and the swg was unraveled. Microscopic examination confirmed the distal weld was still attached. The two sections of core wire measured 5.0" and 0.5625" totaling 5.5625", which is within specifications of 5.5-5.625" per catheterization device graphic. The outer diameter of the swg measured 0.444 mm which is within specifications of 0.432-0.457 mm per swg graphic. The outer diameter of the needle cannula measured 0.02825" which is within specifications of 0.0280-0.0285" per needle cannula graphic. The inner diameter of the needle cannula measured 0.019" which is within specifications of 0.0190-0.0205" per needle cannula graphic. Functional inspection of the swg could not be performed due to the damage of the swg. A lab inventory swg was used to functionally test the needle per IFU which states "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever (refer to fig. 2)." The wire was able to be advanced and retracted in the returned needle cannula with minimal resistance. A manual tug test confirmed the swg was secure in the proximal handle. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire core wire separated approximately 14 mm from the distal weld. The guide wire and needle met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the customer report and the sample received unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: doctor was inserting needle into radial artery. Tried to advance wire guide but met resistance. Pulled wire guide back but when released would reinsert on it's own. Decision made to pull everything out. When this was done, discovered that spring wire unraveled. Doctor able to pull out unraveled part and successfully get rest of spring wire out of patient. The equipment (arterial line) failure resulted in a second pass for insertion. No patient harm was reported. The patient's condition is reported as fine.